Manufacturer narrative:
The insulin pump had all buttons function properly however moisture damage was found on keypad traces. All operating current are within the specification no unexpected low battery, off no power or failed battery test alarm noted. No ramping number on their own or scrolling bar moving anomaly noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 382 mg/dl. Troubleshooting was performed. The device was returned for analysis.